Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the station did not open and had no power. A field service engineer encountered a blue technical support screen and performed a re-image to version 1.6. The engineer tested all drawers and slides to ensure they were functioning properly. The top cover was opened, and connections in the electronics drawer were checked. Dust was removed from under the top cover to resolve the issue. The system functioned as intended after the field service engineer completed the repairs.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not open and have no power to it. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.